Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump has blank screen. The customer¿s blood glucose level was 170 mg/dl at the time of the incident. He was going to check blood glucose on the pump but saw blank screen, even tried to push buttons, just today 5 minutes ago, but no response. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was not expected to be returned for analysis.